Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that her onetouch ultra 2 meter was displaying an unknown error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged issue began on (B)(6) 2016 am. The patient denied taking any medications to manage her diabetes and was unable unwilling to say if she made any change to her usual diabetes management routine as a result of the alleged error message. The patient reported that on (B)(6) 2016 at an unspecified time after the alleged product issue began. She developed the symptom of dizziness and sweating. The patient denied that she received any treatment. At the time of troubleshooting the cca noted that after walking the patient through a retest the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.